Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
Information received a smiths medical ventilators/pneupac ventilators babypac membrane one side is torn. No further information.